Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-18427. It was reported the pt is to undergo surgical intervention for his ipg site for unk reasons. Note: the pt is implanted with 2 ipgs. It is currently unk which ipg is the affected device: therefore, both are being reported.